Event description:
A surgeon reported that a memory lens iol implanted in a pt's left eye in 1999 has since opacified - "milky white". Visual acuity reported as 20/200. Prognosis poor, however, pt is unable to return to office due to a broken hip. No furhter info is available.